Manufacturer narrative:
Concomitant medical products: product ID: 3888-28, lot# j0124802v, implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type: lead. The following codes apply to leads (model: 3888-28, lot: j0124802v). (B)(4).

Event description:
The patient reported on (B)(6) 2015 that they were not sure what happened, but they had to move the wires around because there was so much scar tissue. The related medical history included non-malignant pain and occipital neuralgia. A supplemental report will be submitted if additional information is received.

Event description:
Additional information received from the healthcare provider (hcp) reported that the patient had not been seen since (B)(6) 2013 and no information concerning the scar tissue was known.